Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue what the suture used? What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Has the patient received medical or surgical intervention for the fistula and removal of suture? If yes, please provide the date. If second procedure has been performed, what was the appearance of the suture during the second procedure? Has hospitalization taken place? If not, when is hospitalization scheduled? Other relevant patient history/concomitant medications. Lot #. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was reported that during examination, a fistula at the level of the surgical site has been observed due to the non-resorbed subcutaneous thread. Because of possible delay in healing and infectious risk, hospitalization has been planned in order to remove the thread and to take care of the fistula. Additional information was requested.

Manufacturer narrative:
(B)(4). Corrected h6 device code: 3191 ¿ absorption issue. Additional h6 patient codes: 3189 ¿ surgical intervention, 2378; 3191 ¿ wound secretion. Additional information was requested and the following was obtained: date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? Ablation thread s/c clavicle (following coracoid abutment at the level of the left shoulder on (B)(6) 2020) on what tissue what the suture used? Skin what was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? Normal what were current symptoms following the index surgical procedure? Onset date? (B)(6) 2020, 4 weeks after the procedure persistence of scar disunity with flow of purulent sero liquid + antibiotic therapy on (B)(6) 2020 for 10 days has the patient received medical or surgical intervention for the fistula and removal of suture? If yes, please provide the date. Yes hospitalization and intervention on (B)(6) 2020 what is the patient¿s current status? The skin evolution is favorable the device is not available. Note: event related to (B)(6) 2020 antibiotic therapy reported via mw# 2210968-2020-04640; event related to 3/17/2020 intervention reported via mw#.